Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. The provided incident date is an estimate. On (b)(6) 2026, the patient was found lying on the floor but no loss of consciousness was reported. The CGM reading was 4.5 mmol/L and the blood glucose reading was 1.8 mmol/L. The patient was treated with a glucose tablet administered by the parent. Blood glucose values returned to normal within 30 minutes and the patient was not brought to the hospital. At the time of the report the patient was stable. Based on the description of symptoms from the patient, it was highly likely that the patient experienced serious symptoms such as a decreased level of consciousness or extreme fatigue, and the timing of the third-party assistance was critical in preventing life-threatening symptoms from occurring. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the B and C zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.